Manufacturer narrative:
The physician reported that the ion system or instrument/needle issue did not cause or contribute to the pneumothorax. Rather, it was attributed to the target nodule¿s proximity to the fissure. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation. A review of the site's system logs for the reported procedure date was conducted by an isi senior failure analysis engineer. Investigation revealed there were no related system errors to have occurred during the procedure that were relevant to the reported event.

Event description:
It was reported that the patient underwent an ion endoluminal lung biopsy procedure and developed a pneumothorax which required chest tube placement and admission. The target nodule was about 2.4 centimeters (cm) in size and located in the left upper lobe touching the fissure. A radial endobronchial ultrasound (ebus) probe was utilized to localize the lesion. Instruments used during biopsy included a 21g flexision biopsy needle, compatible forceps, and a bronchoalveolar lavage was also performed. The physician reported that the needle was getting sticky inside and did not extend properly. The physician tried to clean the needle with saline and applying lubricant. The needle was subsequently exchanged with the same brand and size. The physician was able to complete the procedure. The needle was discarded and will not be returned for evaluation. Rapid on-site evaluation (rose) was utilized, and the biopsy samples were positive for benign granulomatous inflammation. Post procedure, a CT scan was performed, and no pneumothorax was seen; the patient was subsequently discharged home. Later that day, the patient had shortness of breath and went to another facility where a chest x-ray was performed and detected a pneumothorax. A chest tube was placed. The patient was admitted for 2 days, the pneumothorax resolved, and the patient was subsequently discharged home. The physician reported that the ion system or instrument/ needle issue did not cause or contribute to the pneumothorax. Rather, it was attributed to the target nodule¿s proximity to the fissure.